Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be performed.

Event description:
The event occurred on an unspecified date and involved a needle free hemodialysis tego connector. It was reported tego cap was changed prior to recommended one week due to no blood returned from catheter limb. This report captures the second of two occurrences.